Event description:
The customer obtained multiple higher than expected vitros vanc quality control results (24.92, 25.06 ug/ml vs. And expected result=38.78 ug/ml ) on a vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. No vitros vanc patient results were affected. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that multiple higher than expected vitros vanc quality control results were obtained on a vitros 5600 integrated system. There is no indication that the analyzer contributed to the event. However, the inventory of vitros vanc reagent lot in use was depleted during investigation and hence conclusive investigation cannot be conducted to rule out the reagent lot as a contributing factor. The root cause of the event is unknown.